Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform testing due to the error alarm. No blank display was noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device had an unexpected restart alarm. Blood glucose level at the time of the incident was 254 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.